Manufacturer narrative:
Corrected data: h6. Health effect- clinical code: '2137' should be removed and '4581- over/under correction' should be added. H11- manufacturer narrative: over/under correction is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- impact code: 4625- laser enhancement. H11- manufacturer narrative: refractive treament is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive over/under correction. Laser enhancement was performed. Reportedly, "mr wentzel did opt for a laser enhancement on his right eye which was done in (B)(6) 2025 and has settled quite well". The lens remains implanted. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.if additional information is received a supplemental medwatch report will be submitted.